Event description:
This case was reported via regulatory authority (case# FDA-2014-n-0736-1817) on 19-oct-2015 and was forwarded to bayer on 27-oct-2015. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain since the procedure, pain on right side all the time") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. On (B)(6) 2014, the patient started essure. On (B)(6) 2014, 1 day after starting essure, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), procedural pain ("extremely painful procedure") and device difficult to use ("hard time placing the coil in my right fallopian tube"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel irritation allergy") with pruritus generalised. In 2015, the patient experienced nausea ("nausea"), dizziness ("dizziness to the point of falling if I don't sit"), insomnia ("insomnia"), headache ("headaches 3-5 days a week"), vaginal discharge ("vaginal discharge"), rash ("recurring rash on stomach"), mood swings ("extreme mood swings"), muscle twitching ("muscle twitches in my right hand, legs and eye lids"), pain in extremity ("pain almost daily in my legs"), menorrhagia ("periods gone to 8 days with heavy bleeding, clotting / heavy bleeding"), dysmenorrhoea ("periods with severe cramps"), fatigue ("constant fatigue"), arthralgia ("joint pain"), myalgia ("muscles hurt every day"), night sweats ("night sweats"), hot flush ("hot flashes."), vision blurred ("vision becomes blurry"), disturbance in attention ("hard time concentrating"), memory impairment ("memory is a mess") and back pain ("pain almost daily in my back"). On an unknown date, the patient experienced paraesthesia ("tingling"), hypoaesthesia ("numbness") and weight decreased ("weight loss"). The patient was treated with surgery (surgery to remove essure). Essure was withdrawn. At the time of the report, the abdominal pain, nausea, dizziness, insomnia, headache, vaginal discharge, allergy to metals, rash, mood swings, muscle twitching, pain in extremity, menorrhagia, dysmenorrhoea, fatigue, arthralgia, myalgia, night sweats, hot flush, vision blurred, disturbance in attention, memory impairment, back pain, paraesthesia, hypoaesthesia and weight decreased had not resolved and the procedural pain and device difficult to use outcome was unknown. The reporter considered abdominal pain, procedural pain, device difficult to use, nausea, dizziness, insomnia, headache, vaginal discharge, allergy to metals, rash, mood swings, muscle twitching, pain in extremity, menorrhagia, dysmenorrhoea, fatigue, arthralgia, myalgia, night sweats, hot flush, vision blurred, disturbance in attention, memory impairment, back pain, paraesthesia, hypoaesthesia and weight decreased to be related to essure. The reporter commented: at her annual examination in (B)(6) 2015, her doctor suggested that a recurring rash she had on her stomach could be a nickel allergy to her belt buckle. This report is made by bayer without prejudice and does not imply any admission or liability for the incident or its consequences. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 6-dec-2016: incident category changed to incident. New events added: tingling, numbness and weight loss. This is a legal case. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain since the procedure, pain on right side all the time. A surgery was performed to remove micro-inserts around 2 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain since the procedure, pain on right side all the time. A surgery was performed to remove micro-inserts around 2 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 04-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain since the procedure, pain on right side all the time") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. On (B)(6) 2014, the patient started essure. On (B)(6) 2014, the same day after starting essure, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), procedural pain ("extremely painful procedure") and device difficult to use ("hard time placing the coil in my right fallopian tube"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel irritation allergy") with pruritus generalised. In 2015, the patient experienced nausea ("nausea"), dizziness ("dizziness to the point of falling if I don't sit"), insomnia ("insomnia"), headache ("headaches 3-5 days a week"), vaginal discharge ("vaginal discharge"), rash ("recurring rash on stomach"), mood swings ("extreme mood swings"), muscle twitching ("muscle twitches in my right hand, legs and eye lids"), pain in extremity ("pain almost daily in my legs"), menorrhagia ("periods gone to 8 days with heavy bleeding, clotting / heavy bleeding"), dysmenorrhoea ("periods with severe cramps"), fatigue ("constant fatigue"), arthralgia ("joint pain"), myalgia ("muscles hurt every day"), night sweats ("night sweats"), hot flush ("hot flashes."), vision blurred ("vision becomes blurry"), disturbance in attention ("hard time concentrating"), memory impairment ("memory is a mess") and back pain ("pain almost daily in my back"). On an unknown date, the patient experienced paraesthesia ("tingling"), hypoaesthesia ("numbness"), infection (infection)and weight decreased ("weight loss"). The patient was treated with surgery (surgery to remove essure). Essure was withdrawn. At the time of the report, the abdominal pain, nausea, dizziness, insomnia, headache, vaginal discharge, allergy to metals, rash, mood swings, muscle twitching, pain in extremity, menorrhagia, dysmenorrhoea, fatigue, arthralgia, myalgia, night sweats, hot flush, vision blurred, disturbance in attention, memory impairment, back pain, paraesthesia, hypoaesthesia and weight decreased had not resolved and the procedural pain and device difficult to use, infection outcome was unknown. The reporter considered abdominal pain, procedural pain, device difficult to use, nausea, dizziness, insomnia, headache, vaginal discharge, allergy to metals, rash, mood swings, muscle twitching, pain in extremity, menorrhagia, dysmenorrhoea, fatigue, arthralgia, myalgia, night sweats, hot flush, vision blurred, disturbance in attention, memory impairment, back pain, paraesthesia, hypoaesthesia, infection and weight decreased to be related to essure. The reporter commented: at her annual examination in (B)(6) 2015, her doctor suggested that a recurring rash she had on her stomach could be a nickel allergy to her belt buckle. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 04-dec-2017: event added per content from medical records: infections. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain since the procedure, pain on right side all the time") in a 37-year-old female patient who had essure (batch no. B94874) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time placing the coil in my right fallopian tube" on 11-jul-2014. The patient's past medical history included multiparous. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and procedural pain ("extremely painful procedure"). In march 2015, the patient experienced allergy to metals ("nickel irritation allergy") with pruritus generalised. In 2015, the patient experienced nausea ("nausea"), dizziness ("dizziness to the point of falling if I don't sit"), insomnia ("insomnia"), headache ("headaches 3-5 days a week"), vaginal discharge ("vaginal discharge"), rash ("recurring rash on stomach"), mood swings ("extreme mood swings"), muscle twitching ("muscle twitches in my right hand, legs and eye lids"), pain in extremity ("pain almost daily in my legs"), menorrhagia ("periods gone to 8 days with heavy bleeding, clotting / heavy bleeding"), dysmenorrhoea ("periods with severe cramps"), fatigue ("constant fatigue"), arthralgia ("joint pain"), myalgia ("muscles hurt every day"), night sweats ("night sweats"), hot flush ("hot flashes."), vision blurred ("vision becomes blurry"), disturbance in attention ("hard time concentrating"), memory impairment ("memory is a mess") and back pain ("pain almost daily in my back"). On an unknown date, the patient experienced paraesthesia ("tingling"), hypoaesthesia ("numbness"), weight decreased ("weight loss") and infection ("infection nos"). The patient was treated with surgery (aparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, nausea, dizziness, insomnia, headache, vaginal discharge, allergy to metals, rash, mood swings, muscle twitching, pain in extremity, menorrhagia, dysmenorrhoea, fatigue, arthralgia, myalgia, night sweats, hot flush, vision blurred, disturbance in attention, memory impairment, back pain, paraesthesia, hypoaesthesia and weight decreased had not resolved and the procedural pain and infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, disturbance in attention, dizziness, dysmenorrhoea, fatigue, headache, hot flush, hypoaesthesia, infection, insomnia, memory impairment, menorrhagia, mood swings, muscle twitching, myalgia, nausea, night sweats, pain in extremity, paraesthesia, procedural pain, rash, vaginal discharge, vision blurred and weight decreased to be related to essure. The reporter commented: at her annual examination in mar-2015, her doctor suggested that a recurring rash she had on her stomach could be a nickel allergy to her belt buckle. Pathologic diagnosis after removal : both coils were identified in tubes. Diagnostic results: hsg on (B)(6) 2015: right essure coil properly positioned. Left essure coil a short distance from left cornua. There was no spill of contrast present from either tube. Tubal occlusion. She has 5 trailing coils intrauterine on right and 1 on left CT scan prior essure removal: the right essure device appears to be located in the intramural portion of the right fallopian tube. The left essure device is probably in the isthmic portion of the left fallopian tube. Event added from medical records: infection. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, dysmenorrhea, menorrhagia, fatigue, pain in extremity, mood swings, joint pain, muscle pain, night sweat, hotflahses, hypoesthesia, disturbance in attention, dizziness, headache, insomnia, allergy to metal, vaginal discharge, weight decreased, fatigue. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-jun-2018: mr received. Lot number added (b94874). Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.